Event description:
The customer reported to olympus, that the hd camera head experienced an e226 scope communication error code. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the reported issue was confirmed. In addition, it was also found that the cause of the display error was due to corrosion on the charged couple device printed circuit board. It was also found that the switch rubber button 3 is missing, causing a leak that led to moisture penetration in the whole device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive cause could not be determined. However, it is likely that the occurrence of code error e226 was due to a communication failure caused by corrosion on the printed circuit board of the charged coupled device. The corrosion on the board could be a result of moisture entering the device, likely due to a missing switch rubber. The event can be prevented by following the instructions for use which state: - do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.